Event description:
It was reported that the east wall panel was broken. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The east wall panel was replaced to resolve the issue. Legal manufacturer: (B)(4).